Event description:
A surgeon reported that the intraocular lens (iol) dislocated. The lens was exchanged. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/06/2009 and 03/11/2009 by phone, fax and mail. A completed questionnaire has not been received.